Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn: (B)(6). The returned ipg was analyzed and with all the available information, boston scientific concludes that the complaint was confirmed. A review of the patients data indicated that the battery depletion rate and the quiescent current are higher than the limits. The device was implanted in 2014. A labeling review found that over time and with repeated charging, the battery in the stimulator will lose its ability to recover its full capacity. The device was implanted in 2014.